Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information b5, h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a big crack on lower left front corner of top case. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. A combination of worm coupling, lead screw and clutch halves did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm coupling, lead screw and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: (no patient information will ever be released to a third-party for your future information). The only information was there was no incident.